Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 3.0mm x 220mm x 150cm coyote balloon was selected for use in an angioplasty procedure in the tibialis anterior artery. The target lesion was 75% stenosed with severe tortuosity and no calcification. During the first inflation, the balloon was inflated for 120 seconds at 12 atm. However, the balloon ruptured during the first inflation. The device was removed and the procedure was completed with a different device. There were no patient complications.